Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refn3584 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (refn3584) have been reported from the same facility.

Event description:
It was reported via ms&s "director of PICC team states that while one of her nurses was placing an accucath piv, she had difficulty advancing the guidewire but was finally able to advance it, however IV plastic cannula broke off and is in patient's arm. She can see where it is using ultrasound." Response: "advised to consult md/surgeon for evaluation and plan to remove the cannula. Discussed possible scenarios for removal. Nurse then stated that there was a doctor with the nurse during insertion and he is getting a surgical consult now. She stated that the nurse was on her way to bring her the product and product information and she would call me back with the information as soon as the nurse arrived. Did not receive call back from nurse with any information." Was there any patient harm reported? Yes the patient required surgery to remove the piece of catheter.